Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon visual evaluation, the suture wire stuck between the device's wheels. Functional testing found that the device does not function as required. The most likely cause of this condition is excessive force/friction during use or insertion.

Event description:
It was reported that during a shoulder stabilization surgery the suture passing wire did not pass through the device. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device from another manufacturer. It was not necessary to do a second surgery. Update swit 09-jan-2022: a pds-suture was used to finish the surgery successfully, it´s a device from a different manufacturer.